Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
A pt underwent a surgical procedure due to coxarthritis in another hospital on (B)(6) 2010. On (B)(6) 2010, the pt underwent an unanticipated revision surgery due to the loosening of the prosthesis.